Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient status post traumatic brain injury with contraindication to anticoagulation was scheduled for inferior vena cava (ivc) filter placement. The procedure was performed at bedside in the neurosurgery ICU to avoid transporting the critically injured patient. The c-arm was positioned over the bed and the right femoral vein was accessed. A contrast cavagram demonstrated the location of the renal veins and an ivc diameter of less than 28 mm. A repeat cavagram was performed to confirm anatomy. The sheath was advanced into the distal vena cava. The filter was deployed with good orientation in the infrarenal ivc. Position was confirmed with completion cavagram. The sheath was removed and pressure was held. The patient tolerated the procedure well and without any apparent complications. Approximately ten years four months post filter deployment, the patient was scheduled for retrieval of the embedded filter. Fluoroscopic images of the abdomen were obtained which demonstrated an infrarenal filter with one missing arm component. The detached filter limb was identified within the right lung. The right internal jugular vein was accessed and an inferior vena cavogram was performed which demonstrated multifocal filter leg penetration, along with focal stenosis of the ivc along the site of filter implantation. Rigid forceps were advanced and engaged the filter apex. The sheath was advanced over the filter and the filter was removed successfully. Completion cavogram demonstrated focal stenosis of the ivc at the site of prior filter implantation. A pta balloon was advanced to the level of the stenosis and angioplasty of the infrarenal ivc was performed. The balloon was removed and completion inferior vena cavogram demonstrated improvement in caval stenosis. The right internal jugular vein sheath was removed and pressure was held until hemostasis was achieved. The patient tolerated the procedure well. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately ten years four months post vena cava filter deployment, during scheduled retrieval of the embedded filter, fluoroscopic images of the abdomen demonstrated an infrarenal filter with a detached limb in the lung. The right internal jugular vein was accessed and an inferior vena cavagram demonstrated multifocal filter leg penetration with focal stenosis at the site of filter implantation. The filter was successfully removed with rigid forceps and there was no attempt made to retrieve the detached limb in the lung. Angioplasty of the infrarenal ivc was performed and completion imaging demonstrated improvement in caval stenosis. Hemostasis was achieved and the patient tolerated the procedure well.

Event description:
It was reported approximately ten years four months post vena cava filter deployment, during scheduled retrieval of the embedded filter, fluoroscopic images of the abdomen demonstrated an infrarenal filter with a detached limb in the lung. The right internal jugular vein was accessed and an inferior vena cavagram demonstrated multifocal filter leg penetration with focal stenosis at the site of filter implantation. The filter was successfully removed with rigid forceps and there was no attempt made to retrieve the detached limb in the lung. Angioplasty of the infrarenal ivc was performed and completion imaging demonstrated improvement in caval stenosis. Hemostasis was achieved and the patient tolerated the procedure well. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately ten years four months post filter deployment, it was alleged that filter limbs perforated through the ivc into vertebrae and right renal hilum with residual stenosis of the ivc. A filter limb detached and remains in the right lung. The device was removed percutaneously. There was no attempt made to remove the detached limb. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately ten and a half years post filter deployment, the patient was scheduled for retrieval of the filter. During the removal procedure it was revealed that the filter had a detached strut. The detached filter limb was identified within the right lung. Inferior vena cavogram demonstrated multifocal filter leg penetration, along with focal stenosis of the ivc along the site of filter implantation. Therefore, based on the provided medical records, the investigation is confirmed for the detached filter limb. However, the investigation is inconclusive for the alleged perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient status post traumatic brain injury with contraindication to anticoagulation was scheduled for inferior vena cava (ivc) filter placement. The procedure was performed at bedside in the neurosurgery ICU to avoid transporting the critically injured patient. The c-arm was positioned over the bed and the right femoral vein was accessed. A contrast cavagram demonstrated the location of the renal veins and an ivc diameter of less than 28 mm. A repeat cavagram was performed to confirm anatomy. The sheath was advanced into the distal vena cava. The filter was deployed with good orientation in the infrarenal ivc. Position was confirmed with completion cavagram. The sheath was removed and pressure was held. The patient tolerated the procedure well and without any apparent complications. Approximately ten years four months post filter deployment, the patient was scheduled for retrieval of the embedded filter. Fluoroscopic images of the abdomen were obtained which demonstrated an infrarenal filter with one missing arm component. The detached filter limb was identified within the right lung. The right internal jugular vein was accessed and an inferior vena cavogram was performed which demonstrated multifocal filter leg penetration, along with focal stenosis of the ivc along the site of filter implantation. Rigid forceps were advanced and engaged the filter apex. The sheath was advanced over the filter and the filter was removed successfully. Completion cavogram demonstrated focal stenosis of the ivc at the site of prior filter implantation. A pta balloon was advanced to the level of the stenosis and angioplasty of the infrarenal ivc was performed. The balloon was removed and completion inferior vena cavogram demonstrated improvement in caval stenosis. The right internal jugular vein sheath was removed and pressure was held until hemostasis was achieved. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately ten years four months post filter deployment, fluoroscopic images of the abdomen were obtained which demonstrated an infrarenal filter with one missing arm component. The detached filter limb was identified within the right lung. An inferior vena cavogram was performed which demonstrated multifocal filter leg penetration, along with focal stenosis of the ivc along the site of filter implantation. Therefore, based on the provided medical records the investigation is confirmed for the detached filter limb. However, the investigation is inconclusive for the alleged perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. (B)(4).

Event description:
It was reported approximately ten years four months post vena cava filter deployment, during scheduled retrieval of the embedded filter, fluoroscopic images of the abdomen demonstrated an infrarenal filter with a detached limb in the lung. The right internal jugular vein was accessed and an inferior vena cavogram demonstrated multifocal filter leg penetration with focal stenosis at the site of filter implantation. The filter was successfully removed with rigid forceps and there was no attempt made to retrieve the detached limb in the lung. Angioplasty of the infrarenal ivc was performed and completion imaging demonstrated improvement in caval stenosis. Hemostasis was achieved and the patient tolerated the procedure well.